Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Manufacturer attempt to contact customer with follow up phone calls to ensure the new product resolved the initial concern and is not displaying low readings;unable to contact customer.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained from meter memory of 41, 36, 37, 55 and 45 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. At time of call on (B)(6) 2016, the customer felt well and did not report any symptoms at the call time. Nurse stated that the customer had been in the emergency room on (B)(6) 2016 because of low blood sugar. Nurse stated does not know what the customer's blood sugar was at the hospital. Nurse stated that does not know what was given to customer at the hospital. Nurse stated that only had discharge instructions and stated the customer's blood sugar was 172 mg/dl when discharged. Nurse stated that the customer did not test with the meter yesterday, and the last time she had tested before (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 71 mg/dl and 67 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 41mg/dl, (B)(6) 2016 09:06 am, fasting:yes. A 36mg/dl, (B)(6) 2016 09:03 am, fasting:yes. A 37mg/dl (B)(6) 2016 09:00 am, fasting:yes. A 55mg/dl,, (B)(6) 2016 10:26 am, fasting:yes. A 45mg/dl, (B)(6) 2016 10:24 am, fasting:yes. Memory concerns:41mg/dl, 36mg/dl, 37mg/dl, 55mg/dl, 45mg/dl nurse states customer is eating crackers at time. Customer's nurse states customer has not changed anything in her diet, exercise, or medications.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Manufacturer attempt to contact customer with follow up phone calls to ensure the new product resolved the initial concern and is not displaying low readings;unable to contact customer.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained from meter memory of 41, 36, 37, 55 and 45 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. At time of call on(B)(6) 2016, the customer felt well and did not report any symptoms at the call time. Nurse stated that the customer had been in the emergency room on (B)(6) 2016 because of low blood sugar. Nurse stated does not know what the customer's blood sugar was at the hospital. Nurse stated that does not know what was given to customer at the hospital. Nurse stated that only had discharge instructions and stated the customer's blood sugar was 172 mg/dl when discharged. Nurse stated that the customer did not test with the meter yesterday, and the last time she had tested before (B)(6) 2016 was (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 71 mg/dl and 67 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6). Nurse states customer is eating crackers at time. Customer's nurse states customer has not changed anything in her diet, exercise, or medications.